Manufacturer narrative:
Concomitant medical products: 8637-20, neuro pump, implanted: (B)(6) 2013; 8709sc, catheter, implanted: (B)(6) 2013; 977a260, pain stim leads x 2, implanted: (B)(6) 2017: 97715, pain stim ipg, implanted: (B)(6) 2017. Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the competitor guidewire was easily removed and a test sample guidewire was fully inserted with no resistance or anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt the competitor guide wire became stuck in the lead. The physician was unsuccessful trying to remove the guidewire from the lead. There had been no issues inserting the guidewire into the lead. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.